Event description:
It was reported that during the atrial fibrillation ablation procedure faradrive steerable sheath clear was selected for use. After sheath was inserted into body and the hemostatic valve is noted to be leaking blood. Pressure bag was used for the irrigation of sheath. It was slow drip leaking. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Analysis of the returned sheath found the external and internal valves were both torn by their center slit, which can compromise the valves ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath.

Event description:
It was reported that during the atrial fibrillation ablation procedure faradrive steerable sheath clear was selected for use. After sheath was inserted into body and the hemostatic valve is noted to be leaking blood. Pressure bag was used for the irrigation of sheath. It was slow drip leaking. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product has been received at boston scientific's post market laboratory where it is awaiting analysis.